Event description:
Manufacturer's ref.# (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). It was reported that the ventilator was contaminated with liquid and the ventilator failed several tests during pre-use. Signs of liquid and bur marks were found on pneumatic back plane printed circuit boards (pcbs). The provided logs confirmed the the reported pre-use check failures on 03/23/2023. The pneumatic back plane pcb, inspiratory pipe and the pull magnet coil were replaced . After replacement, the ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. No part was returned for investigation, therefore the root cause could not be determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
It was reported that the signs of liquid was found on the printed circuit (pc) boards of the ventilator. There was no patient harm. Manufacturer's ref.#: (B)(4).